Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign objects were coming out. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no light malfunction: leakage/seal and dust; expected or random component failure without any design or manufacturing issue. The foreign objects were from dust and dirt problem identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, the airway mobilscope light did not turn on. There was no harm or injury reported.